Event description:
Customer reported that she was hospitalized for high blood glucose. Customer stated that her infusion set detached and tape not sticking due to perspiration, prior to hospitalization. Troubleshooting performed and insulin exited during test prime. Customer was sent tubing clamp in order to complete troubleshooting.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.